Event description:
Caller reported a cartridge alarm that occurred, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and after loading a brand-new cartridge, the customer successfully resumed insulin therapy without further alarms. The problem was resolved, and no new cartridge was needed.